Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that frequent replace battery alarms had occurred with 3 separate batteries out of at least 2 separate packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2015 with the following findings: the battery cap was not returned; all testing was performed with a test battery cap which was able to be fully tightened. The pump powered on with the test battery cap to a dim, discolored display. Unrelated to the initial complaint, the battery compartment was found to be cracked below the grip pad. There was evidence of a partially discharged battery being installed observed in the black box. The current draws were found to be within specifications. There were no "battery life" issues duplicated during the investigation. The pump case was removed for further investigation and no evidence of moisture or loose components was found inside the pump.